Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. The assignable cause was determined to be loose connection based on the report. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 occurred on a homechoice device during an unknown cycle in peritoneal dialysis therapy. The home patient was connected. The home patient stated that one of the bags was leaking. The home patient has cycled the power. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.